Manufacturer narrative:
Additional information received from the customer indicated that after receiving a replacement pump, the insulin gauge readings have been correct and the blood glucose levels have been under control. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose (bg) level was 130 mg/dl and a correction bolus was delivered to address the high bg level. The customer was to use another cartridge.